Event description:
Approx four years ago, a pt of mine undergoing a procedure with neuroleptic anaesthesia on the model 230 model withdrew her right wrist from the velcro arm sling, despite the fact that both it and the body strap were tightly applied. The pt then rolled to the left resulting in the velcro body strap becoming unfastened. Were it not for the quick action of the nurse, the pt almost certainly would have wound up on the floor. Reporter recently decided to re-enact the event themself and discovered that not only did the velcro body strap again become unfastened, but reporter fall was in no way impeded by the left arm rest. It acted instead as a lever mechanism, shearing one of the two bolts which secures the arm rest to the table. Reporter subsequently found self on the floor having been hit in the head by the now dangling arm rest. Reporter since seen examining the velcro straps on reporter's 219 and 230 models and it becomes readily apparent that both the 219 and 230 models have a mnaufacturing design flaw in the body strap mechanism. Reporter subsequently ordered a new body strap from MFR for reporter's 230 model, which reporter received today. Upon inspection and re-enactment it is evident that the flaw is still present. This flaw allows it to become easily unfastened when pressure is applied to the left side, as occurred when reporter's pt rolled in that direction. The 230 model in particular comes unfastened each and every time with very little effort or pressure being applied. The 219 model offers a little more resistance but is also faulty. Reporter believe this flaw exists due to the fact that the velcro strap on the right side is too short in length for the strap on the left, which is applied on top of it. As a result, not enough resistance is provided by the right strap to counteract the opposing sideways force exerted by the left, and the two pieces peel apart.